Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the available information, the cause of the event of evis exera iii xenon light source blinking can not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac informed the customer to check the black tab located near the clv-190 scope socket. The tab was pressed in and stuck so tac advised the customer to wiggle with their finger to free it. The customer informed tac that when pushed in, it becomes stuck. However, after it was released, the tab became free. Tac asked the customer to inspect for any damage or debris causing the switch to stick. The unit did not have a bulb at the time of call. A follow up was made and the customer confirmed that the issue was resolved and no device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source lights blink. However, there was no operation when the device is powered on. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.